Event description:
It was reported device system implanted and noted to have been a normal implant with no issues with access or placement and device working as designed during implant. Patient died next day. Device interrogation was done that noted impedance of 3000 ohms, but questions if occurred prior to implant. The physician was questioning an arrhythmia with 33 atrial tachycardia/atrial fibrillation monitored episodes noted. No episodes of vt or nsvt noted by device. Cause of death has been requested and not received. Follow up later revealed the family refused an autopsy. Further reported patient was not on telemetry "while going to his hospital bathroom, where he expired." Lead impedances were reported to have been normal. Patient apparently expired from gi bleed with inr going from 2.6 to 5.9 very quickly. CT surgeon took patient to surgery, opened his chest, and found chest free of blood "since most of the blood had exited while the patient was expiring or had expired while on the toilet."

Event description:
It was reported the device system was implanted and was noted to have been a normal implant with no issues with access or placement and device working as designed during implant. The patient died the next day. The physician was questioning an arrhythmias. Reported 33 atrial tachycardia/atrial fibrillation monitored episodes noted. No ventricular tachycardia episodes. A device interrogation was done that noted some evidence of impedance of 3000 ohms. The cause of death has been requested and not received.

Manufacturer narrative:
Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.